Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer further reported that the patient had nausea and stomach pain in the implantable neurostimulator (ins) area. The patient's primary care physician agreed to have the recalibrated or clinician programmer mailed to their office to check on the patient's system. The patient would have an appointment with their pcp on (B)(6) 2016 and was hoping to be adjusted.

Event description:
The consumer reported that the patient had a fall 3 to 4 months ago in 2016. When the patient fell, they tripped down their stairs onto their driveway and hurt their hip and knee. The patient had a loss of therapy. When the device was first put it, it worked great and the lost about 90 lbs. After the first surgery. It was working great except for the last couple of months it had not been working well. The patient had been more nauseous for the past couple of months and had gained weight, about 20 lbs. This started in (B)(6) 2016. The indication for use for this patient was gastric stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.